Event description:
The user facility reported that the glidewire became "stuck" on a balloon and a portion of the guidewire coating was sheared during a procedure. During f/u communication with the user facility it was stated that the entire device was successfully removed, there was "no patient impact" and pt demographic info would not be provided.

Manufacturer narrative:
The involved device was returned for eval by the mfg facility. Visual examination of the returned guidewire confirmed that a portion of the polyurethane coating had been damaged exposing the core wire. Inspection and testing of undamaged sections of the returned sample confirmed that there were no pre-existing defects or anomalies and product performance specifications were met. A review of the device history record confirmed that there were no production related problems for this lot number. A review of the complaint files confirmed that this lot has not been reported previously. The event description and appearance of the returned sample are consistent with damage to the guidewire due to manipulation against a hard, sharp surface during the procedure (presumably along the interior surface of the balloon catheter that was reportedly being used). There is no evidence that the event was related to a device defect or malfunction. The instructions-for-use do address the potential for inappropriate manipulation of the glidewire under certain conditions (e.g. In conjunction with devices which contain metal parts) "may result in destruction and/or separation of the outer polyurethane coating requiring retrieval." In addition, the IFU states, "when using a drug or a device concurrently with the glidewire, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the glidewire." All available info has been placed on file in quality assurance at the mfg facility for appropriate tracking, trending, and follow up. (B)(4).